Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the system operated within specifications. No issue was reported. A successful system checkout was performed which verified that there were no issues.

Event description:
A site representative reported that while navigating on a specific spine level, the navigation was showing the wrong level. The site discontinued using navigation. There was no patient impact or delay in surgery reported. Surgery proceeded as planned.

Manufacturer narrative:
A medtronic representative reported that the spine procedure was an open procedure and the scrub tech at the site reported that the most likely cause was that the reference frame was bumped during the procedure.